Event description:
It was reported that the procedure was to treat the proximal left popliteal artery with severe calcification and a spontaneous dissection prior to intravascular ultrasound (ivus), and 100% stenosis. The barewire of the emboshield nav6 embolic protection system (eps) was advanced and resistance was noted with the 6fr 45 cm sheath. The tip of the barewire separated during the procedure and was retrieved with a snare. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.